Manufacturer narrative:
Zoll med corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was not pt involvement in the reported malfunction.